Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient could not move a leg. It was a movement disorder. The patient was in bed and could not retain sphincters. The patient received a lioresal (baclofen) tablet after column surgery at an unknown dose from two years ago at an unspecified dosage regimen. On an unknown date the lioresal tablets were suspended and the patient received lioresal ampules intrathecally since an unspecified start date. On an unknown date the patient could not move a leg. A month ago, the pump was placed. It should have been filled 10 days ago. As lioresal intrathecal could not be obtained, lioresal tablets were used. Upon follow up, it was confirmed the lioresal ampules were not available at the pharmacies. The tablet formulation did not have the same effect as lioresal intrathecal. The patient outcome of the movement disorder event was reported as mild improvement. The outcome of the lack of drug effect was not reported. The causality of the events was not reported. It was suspected that the lioresal intrathecal was ineffective. It was later reported the patient had a history of treatment noncompliance, which was a current condition.